Event description:
Boston scientific received information that one day post implant the right ventricular (rv) lead displayed out of range impedance measurements and noise. The physician suspected the lead was not completely seated in the header at implant. The patient was brought back in for evaluation. The physician tugged on the lead and it came out of the device easily. A revision was performed at which time the lead was properly seated in the header of the device and setscrew was tightened. There were no adverse patient effects.

Manufacturer narrative:
Both the device and lead remain implanted following the revision procedure with no further observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.